Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported our initial sample of 6 (5%) sensors randomly selected, yielded two failures at -4%, and 4 passes at -3% (70% saturation) in light of the failures seen, the sample size was increased to 20 (17%), and resulted in a further single failure at -5%, along with 11 passes at -3% (70% saturation). No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensors were evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). (Model #) updated from "4003" to "4003-9".